Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 528633, UDI:(B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a spinal cord stimulation (scs) system replacement procedure and was doing well postoperatively. The explanted devices will not be return as it was kept by the facility.